Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 211-228 mg/dl. Reportedly, the customers current cartridge has been in use longer than recommended, education was provided by tandem technical support to change pump supplies within 72 hours. The customer changed the infusion set and cartridge, and resumed insulin therapy. No third-party assistance was required. Although experiencing recurring occlusion issues, the customer declined further help.